Event description:
It was reported the pt loses communication easily when recharging her ipg. The pt states it can take her a couple of days to fully recharge the ipg due to the intermittent communication. The pt was provided with a spacer kit, but the issue was not improved. The pt met with her physician and she wants her ipg replaced. The dr has decided to revise the ipg and surgery has been scheduled for (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.